Event description:
On june 17, 2009, the lay-user/pt contacted lifescan alleging that the onetouch ultra2 meter is giving an error 5 message. On july 1, 2009, this medical surveillance specialist contacted the pt to clarify information obtained during the initial call. The pt tests her blood glucose 3 times per day and controls her diabetes with lantus and humalog insulin. The pt takes a set amount of lantus each day. The pt takes her humalog insulin based on the insulin sliding scale per the lfs meter reading. The reporter issue began at around 7:30 am on the day of event. The pt was unable to obtain her blood glucose reading due to the error 5 message at the time of concern. The pt at her breakfast as usual on the day of concern and took her usual amount of insulin in the morning. At 10:30 am, the patient developed symptoms described as "blurred vision, shaky, and felt ill". The pt promptly administered self-treatment with food and felt better soon after. The pt did not test on any other device at the time of concern. The pt felt that if she been able to obtain her blood glucose reading that morning, she may have been able to prevent the aforementioned symptoms. During troubleshooting, the customer care advocate verified that the testing technique was correct and the test strips were in good condition. However, the error 5 message was not resolved with training. This complaint is being reported because the pt claimed that she had symptoms suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.